Event description:
It was reported that pump housing and usb port were damaged, affecting ability to charge pump, although pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, while technical support arranged shipment of replacement pump, confirmed address, provided instructions for placing pump in storage mode and returning it within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.